Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. A visual inspection was performed. Blown fuses were identified during visual inspection. The cause of the condition was unable to be determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have blown fuses. No additional information is available.